Event description:
On (B)(6) 2011 the lay user/patient contacted lifescan to report the one touch ultralink meter was giving the error 4 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2011 at 8:00 am the patient obtained the error 4 error message on the reported meter; she did not obtain a blood glucose reading. At 11:00 am the patient experienced the symptoms of being thirsty and lethargic. The patient took the action of taking a 1.5 unit bolus of humalog insulin via the pump. She did not seek any medical attention or treatment. No information was provided about the test strips or testing technique. The meter, test strips and control solution were replaced. The patient did not suffer an adverse event due to the reported meter. The patient's symptoms were not indicative of severe injury and she denied seeking medical attention. However, as the meter error message issue was not resolved, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#:k073231.